Event description:
The customer reported that the internal paddles did not discharge energy as expected. There was no report of negative pt impact.

Manufacturer narrative:
The customer reported that the internal paddles did not discharge energy as expected. There was no report of negative pt impact. A philips field service engineer evaluated the paddles and verified the reported symptom. The paddles were replaced which resolved the reported issue.